Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Event description:
Related manufacturer report number:1627487-2024-07094. It was reported that the patient was experiencing pocket site heating and a shocking sensation near the site of the ipg. The patient noted they were feeling these sensations when therapy was active. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient had been experiencing warmth and shocking at the pocket site when the therapy was on and had not used it within the past year. The rep met with the patient who stated the sensations occurred when stimulation was turned on. A lead diagnostic resulted in an error message. It¿s unknown if there were any impedance issues. The patient wanted the ipg replaced. Surgery was scheduled but cancelled. As of 04 mar 2024, surgery had not been rescheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.